Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The set was visually evaluated, and it was noted that the connector near the pod was cracked/damaged. Based on the evaluation results, the reported defect was confirmed. An approved project is in place to further address issues of crack or broken components. Additionally, a review of manufacturing records for sl-2000m2095 lot a2100380 was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 1. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 1: two (2) sets had broken connections at the venous pod. No injuries reported.